Event description:
Additional information received that another alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system which exhibited high shocking impedance greater than 125 ohms via patient remote monitoring system. This is an ongoing issue. The patient will be monitored normally. No adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high out of range (oor) shocking impedance measurement. Additional information received that the cause was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.